Event description:
It was reported by the rep that the (7) 355ld were used during a laparoscopic cholecystectomy procedure. The trocar seals repeatedly tore and leaked gas profusely during the case. There were pieces of the seals retrieved from the pt twice during the case. New trocars were opened until the case could be completed.